Event description:
Siemens healthineers was notified of a patient injury involving the magnetom vida. Per the received information from the customer, the patient sustained several skin burns during breast biopsies in the last months. Siemens healthineers is unaware of any serious injury to the patient but has requested additional information regarding the event and the extent of the patient¿s injuries. The additional information is pending receipt as of the date of this report.

Manufacturer narrative:
E1: a facility contact name was not provided for reporting. H3, h6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon receipt of additional reportable information and/or investigation completion.